Manufacturer narrative:
(B)(4) device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damaged occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx). The lesion was predilated with an unspecified balloon and then a 3.00x28mm taxus liberte stent delivery system (sds) was advanced to the lcx; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were raised. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is good.